Manufacturer narrative:
Follow-up received on 21-nov-2016: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleedings. A surgery was performed in order to remove essure. This event, seen as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, consumer started to present bleedings about 2 years after essure insertion. Based on its nature and considering that the event disappeared after surgery, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid cancer. In 2008, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), menorrhagia ("menstrual periods which lasted 2 months"), alopecia ("hair loss") and tooth loss ("loss of teeth"). The patient was treated with surgery. Essure was removed. At the time of the report, the genital haemorrhage, headache, menorrhagia, alopecia and tooth loss had resolved. The reporter considered alopecia, genital haemorrhage, headache, menorrhagia and tooth loss to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25_apr_2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Additional information: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleedings. A surgery was performed in order to remove essure. This event, seen as genital bleeding, is anticipated in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, consumer started to present bleedings about 2 years after essure insertion. Based on its nature and considering that the event disappeared after surgery, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained despite attempts.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in (B)(6) on 13-sep-2016 who had essure (fallopian tube occlusion insert) placed in 2008. Consumer refers that she was fine during the first year of use. However, on the second year (2010) she started to present bleedings, headaches, menstrual periods which lasted 2 months, hair loss, and loss of teeth. All the events were considered as related by consumer. A surgery was performed on (B)(6) 2016 (as reported, discrepant information due to future date) in order to remove essure. Events disappeared after surgery. In addition, it was informed that she has thyroid cancer as concurrent condition. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleedings. A surgery was performed in order to remove essure. This event, seen as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, consumer started to present bleedings about 2 years after essure insertion. Based on its nature and considering that the event disappeared after surgery, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.